Event description:
Additional information was received that a revision procedure was performed. A full system extraction was performed. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the patient implanted with this device system endured an infection. A revision procedure was to be performed. The patient's physician noted that the pacing lead was to be placed in the juglar, however, the physician did not want to suture the chronic device to the neck due to the size of the device. The physician noted considering the use of an old pacemaker. Technical services was consulted and discussed that this would be considered off-label use. The physician was unsure if a procedure would be performed. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.